Event description:
I experienced a severe pain in the upper back that lasted all day. Other symptoms were a chronic dry cough and shortness of breath I went to the emergency care unit where I received an echocardiogram and was admitted to the hospital. I was told that my aortic replacement valve had badly deteriorated and that I needed it to be addressed promptly. The deteriorated valve was a st. Jude trifecta gt installed on (B)(6) 2017. As a result I had a medtronic valve inserted bytavr (transcatheter aortic valve replacement).